Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately one and a half hours and upon removal the string pulled out in one long strand leaving the pledget inside her vaginal cavity. During manual removal the pledget fell apart into pieces. She experienced severe cramps that were much stronger than usual. She reported she was going to the doctor to ensure no pledget pieces remained inside. Multiple attempts have been made to obtain further information regarding the consumer¿s outcome and medical treatment, if any, however, no further information has been received.